Manufacturer narrative:
Date of event is best approximation. Only the UDI code and expiration date and MFR date for 956-616 lot. Bx-57. Please note that the UDI code for 956-626 lot no. Bx-54 also concerned in this incident, and associated expiration date and MFR date are listed below. 956-615 lot. Bx-54, UDI code: (B)(4), MFR date: 10-15-2018 exp. Date: 10-15-2020.

Event description:
According to the complaint received, a hospital has several time experienced that the needle protection shield of the samplers are difficult to activate.

Manufacturer narrative:
The defective sampler was not received therefore evaluation of the reported defect was not possible. Documentation could not be checked and the reference stock could not be evaluated as the specific lot and run numbers were not provided. Two reference samplers were sent and investigated by radiometer but no defects were found. The reported issue is, however, known in the production. A CAPA investigation has indicated the root cause to be related the label of the device during the manufacturing process. The following counter measures have been identified: - a new label with a modified top coat material are in the progress of being implemented. - a new cleaner has been introduced in the production. - the work instruction in the production has been updated.